Event description:
During on-site service, the baxter service technician found that the flogard infusion pump¿s force sensing resistors were damaged. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and battery testing were performed. During the visual inspection, it was identified that the force sensing resistors (fsrs) were damaged. The cause of the damage is unknown. The fsrs were replaced to fix the reported condition. The pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.